Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer changed out their infusion set. Customer was advised to return their infusion set and that a replacement infusion set would be sent out. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir. Infusion set: unomedical infusion set.